Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin pen needle stopper is melted and seems to be glued to te barrel, it does not allow to move the plunger, customer is just able to remove the cap. Customer also reports the difficult on removing the shield. No reports of serious injury or medical intervention noted. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: customer returned (1) 1/2cc, 8mm, 30g syringe in an open poly bag from lot # 7086638. Customer states that stopper is melted and seems to be glued to the barrel, it does not allow to move the plunger, and it is difficult to remove the shield. The returned syringe was exhibited and exhibited a deformed stopper in the barrel. This could cause the plunger to be difficult to move. The sample was then tested to determine the shield removal force (specs: shield removal force for 1/2cc after sterilization: 0.85-5.95 lbs.). The shield removal force was measured as 3.19 lbs., which falls within specifications. A review of the device history record was completed for batch# 7086638. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200691866] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (deformed stopper and plunger difficult to move) -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (shield difficult to remove) investigation conclusion: possible root causes for a damaged stopper include: this condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. There is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. Rolled stoppers can also be caused by partially peeling off the stopper before insertion into the syringe barrel. As per supplier, improper stacking of rubber sheets in autoclave cart, causing pinching/deformity. CAPA 122939 has been opened to address this issue.

Event description:
It was reported that the bd ultra-fine¿ insulin pen needle stopper is melted and seems to be glued to te barrel, it does not allow to move the plunger, customer is just able to remove the cap. Customer also reports the difficult on removing the shield. No reports of serious injury or medical intervention noted. Found before use. No reports of serious injury or medical intervention noted.